Manufacturer narrative:
Approximate age of device ¿ 3 years, 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. During a routine clinic visit the vad submitted the patient¿s lvad system log files for review. The manufacturer¿s technical service representative reviewed the submitted log files and observed a backup battery fault alarm that cleared immediately. It was recommended to reseat the ribbon cable to the external backup battery (ebb). It was reported that the batteries were 3 years old and the patient was provided new batteries. Additional information was requested but has not been provided.

Manufacturer narrative:
Investigation summary: review of the submitted log file confirmed a backup battery fault event and the reported no external power alarms. The log file captured a transient backup battery fault on (B)(6) 2018, which resolved without intervention. The event did not result in an alarm and there was no interruption in pump support. Technical service recommended that the backup battery be re-seated to address the issue. The log file also showed no external power events on (B)(6) 2018 and (B)(6) 2018. The events occurred when one of the controller power cables was disconnected from the patient cable. During the log file, the captured voltages values while operating on the patient cable were lower than expected. During the power cable disconnects, the voltages values momentarily decreased further, resulting in the no external power events. There was no interruption in pump support as the result of the events. According to information reported under (B)(4) on (B)(6) 2018, the patient¿s patient cable was exchanged. The patient remains ongoing on vad support. No further information was provided. The manufacturer is closing the file on this event.